Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00986. It was reported that the patient's leads had migrated. The physician attributed the migration to be caused by the patient's severe scoliosis. In turn, the patient underwent a lead revision on (B)(6) 2019 wherein both leads were explanted and replaced.

Event description:
It was reported that stimulation was successfully restored. This issue has since been resolved.